Manufacturer narrative:
The event of infection(unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast infection.

Event description:
Healthcare professional reported "history of breast infection requiring surgery" on an unspecified side. Device was explanted. This record is for the left side. Manufacturer of the device is unknown.